Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: 3057, serial/lot #: unknown, ubd: , UDI#: , implanted: (B)(6) 2018, explanted: unknown. Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for urge incontinence. It was reported that the trial patient¿s controller was not connecting to the external neurostimulator (ens). It was unknown if there were any environmental/external/patient factors that may have led to the issue. The patient was assisted in removing/replacing the batteries and they were able to connect to the device. They were going to increase the stimulation. Additional information received from the patient on (B)(6) 2018 reported that they lead wires had moved and they were not getting any stimulation at all. Their physician was going to be pulling the device on monday, (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. The issue was reported as not resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the patient not feeling the stimulation due to the lead moving was not provided. It was noted that the patient moved forward with an advanced evaluation on (B)(6) 2018 and the lead moving/not feeling the stimulation has been resolved. There were no further complications or anticipations reported with this event.